Event description:
It was reported that an ilet user experienced hyperglycemia after changing infusion supplies and then consuming breakfast, with the pump showing ¿high¿ and a confirmatory fingerstick glucose of 461 mg/dl; troubleshooting and education were provided, and the caregiver was advised to allow time for recently delivered insulin to take effect, with a follow-up planned. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included user interview and troubleshooting focused on potential infusion set or insulin delivery issues given the timing of the infusion change and meal. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with possible contributors including postprandial glucose rise and potential infusion or absorption issues immediately after a set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.